Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for thv dislodged off balloon and difficulty or inability to withdraw system with valve through sheath were unable to be confirmed. No manufacturing non-conformances were identified during evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the procedure, septal puncture was difficult to perform as the tissue was described as very fibrotic [...] When the valve was crossing the septum, it was stuck and could not be crossed. The valve was retracted and attempted again without success. A third attempt was performed, and this time, after valve retraction and pushed again, the valve crossed to the left atria. Once there, the valve was unable to be positioned for the mitral implantation as the septal puncture was too medial, and the position was too angulated to achieve the position. The pusher was then retracted (probably until the right atria) trying to gain more flexibility in the catheter, and the valve was attempted again to be positioned. Despite this, the valve could not be positioned, and it was decided to remove the system. With the pusher still retracted, they start the withdrawal, but there were difficulties when trying to cross again the septum. Finally, the tension was released as the valve was completely dislodged from the commander." It is possible that the crimped thv was subjected to unfavored physical interactions with the septal wall via excessive manipulations while attempting to withdraw the system through the septum. In addition, as reported information indicated that the septal wall was fibrotic and the septal puncture was "too medial" and the position was "too angulated", it is likely that excessive device manipulation used during the system withdrawal could have resulted in the reported withdrawal difficulties and subsequent thv dislodgement because of sub-optimal angles created during system retrieval. As such, available information suggests that patient factors (fibrotic tissue) and/or procedural factors (septal puncture location, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per report received from mexicao, it was a case of a 26mm sapien 3 ultra resilia (s3ur) valve implant in mitral position via transfemoral access in a preexisting non-edwards surgical mitral valve. During the procedure, septal puncture was difficult to perform as the tissue was described as very fibrotic. The septal puncture was eventually done and pre-dilated with 12 and 14mm balloons. After this, the valve implantation started. However, when the valve was crossing the septum, it was stuck and could not be crossed. The valve was retracted and attempted again without success. A third attempt was performed, and this time, after valve retraction and pushing again, the valve crossed to the left atria. Once there, the valve was unable to be positioned for the mitral implantation as the septal puncture was too medial, and the position was too angulated to achieve the position. The pusher was then retracted (until the right atria) trying to gain more flexibility in the catheter, and the valve was attempted again to be positioned. Despite of this, the valve could not be positioned and it was decided to remove the system. With the pusher still retracted, the team started the withdrawal, but there were difficulties when trying to cross the septum. Finally, the tension was released as the valve was completely dislodged from the commander. Echo was performed confirming that the valve was already in the left atria, so it was decided to remove the commander delivery system and insert a 16mm non-edwards balloon. The valve was captured and positioned above the renal veins where it was deployed. The 16mm non-edwards balloon was then removed and a 22mm non-edwards balloon was inserted to fully deploy the valve. After this, despite the angulation problems, it was ruled out to perform a new septal puncture as it was assumed that the issue may happen again due to the septal anatomy. The septal puncture was pre-dilated again, this time with a 20mm balloon. Then, a new 26mm s3ur valve was prepared and successfully implanted. After the implantation, a contrast shot was done in the first valve deployed in the cava vein, showing the valve was still underexpanded, and the same commander delivery system used for the second valve implantation was used to post-dilate the first valve using +5cc. There was no patient injury and the patient was noted to be in stable condition.

Manufacturer narrative:
Investigation is ongoing.